Event description:
It was reported that in 2009, the pt underwent surgery on l3-s1 using rhbmp-2/acs. The pt was re-admitted to the hospital at approximately three weeks later with a staph infection that is resistant to penicillin.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.